Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the procedure, a perforation to the proximal segment of the laa occurred due to release of torque from the catheter. The closure device was then deployed and a pericardial effusion with subsequent cardiac tamponade were noted. A pericardiocentesis was immediately performed. Due to the location of the perforation, the pericardial space continued to fill. The patient was sent to surgery to remove the closure device and ligate the laa. Patient is doing well and was discharged without further complication.